Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate antitachycardia pacing therapy and inappropriate shock for atrial tachycardia was observed during remote follow-up. The patient did not feel the shock and was fine afterwards. The device was reprogrammed.